Manufacturer narrative:
Describe event or problem: additional information received - the reporter stated the lens was damaged during the loading process and there was no patient contact. The backup lens was implanted. The reporter stated the cause of the event was due to a loading/tech error and there were no problem with the lens. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer received a 12.6mm micl12.6 implantable collamer lens, -9.0 diopter, from the customer damaged. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.